Event description:
The customer reported that the unit of patelets was hung for the patient and the set was inserted. After a few minutes, the set fell out of the port on the patelet puck. The nursing staff examined everything and the port seemed to be loose and not holding the set in place as it should. This resulted in a small delay in transfusion for the patient. Patient information is not available at this time. This report is being filed in response to the customer filing an sae report with their local authorities.

Event description:
The customer declined to provide the patient's weight.

Manufacturer narrative:
(B)(4). Investigation: the kit platelet bag was received and investigated. There were no abnormalities associated with either the bag port or bag. The bag port retention was tested with a terumobct spike and no defects were found. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: no defects were found with the returned platelet bag, which suggests that the spike was not fully inserted into the bag port. This issue is possibly related to incomplete spiking of the bag or a defective customer spike. Trima accel disposable collection sets meet requirements for outlet ports as specified in iso standards.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.